Event description:
The customer stated he had an insulin overdose. His blood test on the contour meter was 300mg/dl. He took 8units of insulin and minutes afterwards he felt odd and dropped to the floor. When the ambulance arrived and retested the blood, it was 40mg/dl. The customer was checked into the hospital and received an IV and something else, unknown, to raise his blood glucose. The customer returned the test strips for evaluation. Replacement meter and strips were sent to him.

Manufacturer narrative:
The model # was not provided.